Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient complained of shortness of breath and a sharp pain in the heart area. Patient noted that after implant they was feeling great, but after their last appointment and adjustments they didn¿t feel well. The patient complained that the cardiac resynchronization therapy defibrillator (crt-d) did not work the way it did after surgery. The patient reported experiencing heart pain while walking a month after the device was implanted. Since then, the clinic has adjusted the settings on the device several times. Currently, the patient hear rate dropped to forty-seven beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.